Event description:
It was reported by svc report that the power cord is missing the ground prong. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Missing ground prong on power plug.